Manufacturer narrative:
B5 - the reporter indicated the surgeon partially implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -11.5 into the patient's right eye on (B)(6) 2021. The lens was removed and exchanged with a replacement lens intraoperatively due to the lens unfolding incorrectly. The problem was resolved. Claim#: (B)(4).

Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, diopter -11.5 into the patient's eye on (B)(6) 2021.the lens was explanted due to the lens unfolding incorrectly.